Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient got up at night, de-wired and an alarm was not triggered and/or forwarded to the central station (pic ix).the device was in use on a patient. There was no report of patient or user harm.